Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 16nov2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 26/mar/2018 and inspection of the unit was performed on 27/mar/2018 where the quality control inspector found the following: cut on insertion tube at stage 1. Distal cap - fixed type failed seal integrity inspection. Shield cover corroded. Endoscope failed electrical safety test - plct. Eto vent valve loose inner shaft. Pve electrical connector frame has severe corrosion. Customer complaint confirmed. Eto vent valve loose from attaching base. Fluid invasion in pve connector. Fluid invasion not observed in control body. Operation channel- primary mild resistance. Ccd wire insulation cut (severe exposed sheild wire). Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on 01/may/2017. Parts replaced: ed-3490tk video duodenoscope. O-rings and seals. Air/water tube. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Eog valve assy. Lg cable connector assy ntsc. Deflector body link. O-ring(0.5x1.3). Distal case/cap. Distal end w/ccd-m imp-t pb-free/nt. Jet/air/water tube retaining collar. Deflector staycoil.